Manufacturer narrative:
It was reported that, anesthesia department is reporting that the tubing is falling off due to the lack of adhesive on the tape. Needed to use non-medline tape.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, anesthesia department is reporting that the tubing is falling off due to the lack of adhesive on the tape.